Event description:
Customer's wife reported that her son found his father passed out in his room in december 2005. Customer's son performed a glucose test on the customer with the freestyle meter and received a reading of 250 mg/dl. Paramedics were called and upon arrival obtained a glucose reading of 30 mg/dl with an unknown brand meter. The customer was transported to the hospital and treated with an i.v. The reported freestyle results were not consistent with the customer's state, nor the treatment that was provided.